Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer primed the infusion set tubing to resolve the issue. Customer¿s blood glucose level was 313 mg/dl.